Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Evidence of non-stryker parts and service was found, which may have contributed to the event. Based on the investigation details, the likely cause was a failed e-box, which as replaced along with other components.

Event description:
It was reported that the handpiece began overheating during a total joint case. The procedure was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.